Manufacturer narrative:
The dtv45 sheath and dilator were returned to aga medical with the sheaths distal tip separated from the sheath. Following decontamination, microscopic examination of the detached sheath tip revealed stretched edges and the appearance was consistent with forced separation. The cause of the damages could not be determined. During manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections. Our investigation was able to confirm the performance described in the field. We have forwarded this information onto our manufacturing engineering and process development teams for additional review. Aga medical has also recently reviewed the sheath tip manufacturing process and implemented additional inspections and automated procedures to ensure higher quality sheath tips.

Event description:
A portion of the radiopaque distal section of the amplatzer® torqvue® 45° delivery system (dtv45) "moved away" from the rest of dtv45. This part stayed into the dilator and it was easily detectable.